Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had received inappropriate shock therapy due to post-paced t-wave oversensing. The oversensing was caused by the right ventricular lead being dislodged. The lead was repositioned. No further information is available.